Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. This complaint is being reported based on an event of pneumonia treated with antibiotics. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully using this catheter. On (B)(6) 2012, the patient experienced an event of unconfirmed pneumonia. The patient presented at the ER with symptoms of fever, chills, weakness, pain on right side of chest, hypoxia, shortness of breath, and cough. On (B)(6) 2012, the patient was admitted into the hospital. The patient was discharged from the hospital on (B)(6) 2012 and prescribed antibiotics and prednisone. Two separate chest x-rays were performed, but no infiltrate was observed by radiology. The event of pneumonia was resolved on (B)(6) 2012. According to the investigator, the patient may not have had pneumonia. An alternative explanation is that the leukocytosis may have been due to the 50mg prednisone that is part of the patient's protocol medication and the patient's fever may have been related to the bronchoscopy. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.69. Fev1 % predicted: 99.19. Fvc: 4.89. Fvc % predicted: 101.66. Post-bronchodilator: fev1: 3.65 fev1 % predicted: 98.12 fvc: 4.98 fvc % predicted: 103.53

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012, as part of the (B)(4)) clinical study. This complaint is being reported based on an event of pneumonia treated with antibiotics. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully using this catheter. On (B)(6) 2012, the patient experienced an event of unconfirmed pneumonia. The patient presented at the ER with symptoms of fever, chills, weakness, pain on right side of chest, hypoxia, shortness of breath, and cough. On (B)(6) 2012, the patient was admitted into the hospital. The patient was discharged from the hospital on (B)(6) 2012 and prescribed antibiotics and prednisone. Two separate chest x-rays were performed, but no infiltrate was observed by radiology. The event of pneumonia was resolved on (B)(6) 2012. According to the investigator, the patient may not have had pneumonia. An alternative explanation is that the leukocytosis may have been due to the 50mg prednisone that is part of the patient's protocol medication and the patient's fever may have been related to the bronchoscopy. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.69, fev1 % predicted: 99.19, fvc: 4.89, fvc % predicted: 101.66. Post-bronchodilator: fev1: 3.65, fev1 % predicted: 98.12, fvc: 4.98, fvc % predicted: 103.53. Additional information received since (B)(6) 2012: the complainant has retracted the patient diagnosis of pneumonia and has updated the event to fever including the symptoms of chills, weakness, pain on right side of chest, hypoxia, sob, and cough. The event resolved on (B)(6) 2012. The antibiotics had been prescribed for the presumed pneumonia.

Manufacturer narrative:
Correction: mfg site name: (B)(6) study source: (B)(4). Additional information received since (B)(4) 2012: (B)(4) - operational problem is being selected to capture the worn marker band and kinked catheter. A visual and microscopic examination of the returned device confirmed that a large section of marker band #2 was worn off. All four electrodes and tubing were found in good physical condition. The electrodes were covered with dark residue, likely a mixture of blood, tissue, or mucus. Two kinks were found on the shaft, about 31mm and 452mm from the proximal marker band. The rest of the device was in good physical condition. During a functional evaluation, the catheter was plugged into the lab rf controller and setup to run functional tests. The catheter performed 10 complete activations with no errors or issues noted. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list fever as a possible adverse event related to the procedure. Therefore, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.